Event description:
The customer reported that the system was not saving images. No patient was injured.

Manufacturer narrative:
The ge service rep ordered a new hard drive. The system was opened in error as a 9800. The case was corrected to a 9600 once identified on site. The rep inspected the system and found system key pad not functioning properly. He shut down the system and reseated all relative connections and boards. He re - checked power supplies and all looks good. He tested the system again and could not reproduce the problem. The system is functioning as intended.